Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient has two 3286 leads with the same lot number. It was reported the patient was not receiving stimulation. Diagnostics revealed invalid impedances for one lead. As a result, the patient's occipital lead was explanted and replaced (with same model). Effective stimulation was restored post-op.